Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing extreme pain and muscle spasm following an implant procedure that might had caused by wet tap. The patient was admitted to the hospital and unknown if medical intervention was provided. The physician did not believe that the symptoms were device related.